Manufacturer narrative:
Manufacturing site and address was updated to correct manufacturing facility.

Manufacturer narrative:
(B)(4). Na chosen as adverse event was not an option. Upon carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation completed. The (125inch) co2 line had a knot in the section found inside the corrugated hose (the customer cut open the hose before returning the sample). No other damage to the co2 line or circuit components was found after performing a detailed inspection. A tp-gas sampling line test confirmed the lack of flow caused by the knot in the co2 line. The leak/flow test failed. The original problem was confirmed as reported by the customer. Probable root cause could be related to mishandling by carefusion personnel.

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. (B)(4).

Event description:
Customer stated " internal gas line had a knot in it. Was in use on patient during surgery and needed to be taken off patient during surgery because of lack of co2. Cut open outer case and found that gas line had not." No patient harm. Sales rep, ron jordan, has the defective item please send him the ups call tag and had forwarded email from the customer and is attached.  No credit/ replacement requested at this time. Customer threw away package and does not know lot number. Additional information on (B)(6) 2014:due to the quick actions of the anesthesia team there was no patient injury due to the use of this specific line supply.